Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported no reactivity with a patient sample later confirmed to have an anti-jka and anti-kell. No erroneous results were reported.